Event description:
It was reported that multiple remote transmissions revealed that low level high frequency noise was being sensed as the r-wave. Programming changes resolved the oversensing. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.